Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted in response to an advisory/recall issued for this model device. Initial laboratory analysis indicates that this device's battery has not meet longevity expectations.